Event description:
Related manufacturer reference number: 2017865-2022-17429. During a follow-up, high defibrillation impedance was observed on the right ventricular (rv) channel. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
An event of high impedance was reported. The results of the investigation are inconclusive since the product was not returned for analysis and reported information and/or records was not sufficient to determine the cause. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of impedance anomaly was confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, and pacing functions of the device were tested and found to be normal. Intermittent high voltage output anomalies were found. The cause of the reported event is consistent with an anomalous hybrid.